Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the paint on the air/water cylinder was peeled, the up/down knob could not be securely locked due to wear of the forceps elevator lever, the play of the up/down knob and right/left knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the image guide protector was damaged, and the suction cylinder had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasound gastrovideoscope's instrument would not insufflate. The device was returned for evaluation. During the device evaluation, the following was found: foreign objects came out of the distal end and no air was fed due to clogging of the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.